Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/17/2020. H3 evaluation: it was received for analysis an empty opened foil, a detached needle and a suture piece of product code w9106, lot pjbctzc0. During the visual inspection of the needle, the swage and attachment area were as expected, and remnant of the suture was noted into the barrel hole and marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. In addition, the suture piece was received with body fluids and the end was noted damaged appears to be by use of a surgical instrument. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the performance - pull off suture needle is an improper handling and the reported complaint was verified by an external cause.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. The needle pulled off of the suture after sewing for a few stitches in the cleft lip and palate operation. Changed another one to complete the surgery. There were no adverse patient consequences reported.